Event description:
Information was received indicating that during testing a cadd-solis vip, mdl 2120, pump exhibited a loose latch handle. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02909. The report was submitted in error.